Manufacturer narrative:
Device used for off label indication. The indication the device was used for was ezw. Concomitant medical products: product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: extension. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va01dyb, implanted: (B)(6) 2012, product type: lead. Product ID: 3889-28, lot# va01dyb, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
A patient implanted for urinary dysfunction reported having inflammation, swelling, pain, and nerve damage on (B)(6) 2012. No potenti al event cause, troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.